Event description:
It was reported that the patients battery was unable to significantly help with the pain, and was experiencing a charging burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.